Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was discovered that the patient's pacemaker exhibited inappropriate mode switch resulting from under-sensing. No intervention was performed. There were no patient consequences.